Event description:
A surgeon reported that, during an intraocular lens (ol), the surgeons noticed scratches or scuffs on the posterior face of the iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).